Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 18-oct-2022 . H6: investigation summary one sample of material number 1001336t was submitted for quality investigation. The customer complaint of tubing defective was verified by visual inspection. Evaluation of the sample submitted indicates that the tubing separated from the outlet of the drip chamber. Further inspection of the union location under magnification, indicates a lack of solvent at the connection site. A device history record review for model 10013364t lot number 22079413 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22jul2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is a lack of solvent between the tubing and drip chamber, making it easy for the assembly to separate at that location. Manufacturing is aware of this issue and an investigation has been opened to update the process in order to correct the issue.

Event description:
It was reported while using bd secondary administration set, the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: customer continues to have texium tubing sets fall apart.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd secondary administration set, the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: customer continues to have texium tubing sets fall apart.